Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the endoscopic image could not be displayed due to the cable unit was cracked. Additional findings include: there was misalignment of the coupler unit, due to poor watertightness of the cable unit the water tightness was lost, and the buttons were worn out. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the hd autoclavable camera head had a cable break. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the endoscopic image could not be displayed due to the cable unit was cracked. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is liked that no image was displayed due to communication failure caused by a cable failure. A cause of the cable failure is likely that the faulty cable was caused by immersion in water from the cut cable tube. The event can be detected/prevented by following the instructions for use which state: never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.